Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the device. There was contrast in the inflation lumen and the balloon was loosely folded. There was a 15mm longitudinal tear running proximal from the distal waist. At 1mm distal to the proximal markerband there was a partial circumferential tear. At 2mm from the proximal end of the distal markerband there was a second partial circumferential tear.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient status was good.